Event description:
Baxter (B)(4) received a report that an intermate's "blue winged luer cap was not fixed". This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one unfilled sample for evaluation. Visual examination of the unit confirmed that the blue winged luer cap was loose/separated from the distal luer. The root cause has not been identified at this time. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was determined to be manufacturing operator error. Awareness training was therefore performed for all applicable manufacturing operators in (B)(4) 2011.